Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -11.00/1.0/129 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced anterior subcapsular cataract grade 1 (asc). Lens remains implanted.

Manufacturer narrative:
Additional information: b5 - it was later reported that the lens was explanted (B)(6) 2021 and this resolved the problem. Claim# (B)(4).